Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: a review of the black box showed loss of prime warnings had occurred on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete investigation. The pump successfully performed ezprime steps and a 24 hour exercise test with no error, alarms, or warnings occurring. The pump¿s cover was removed, and there were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).